Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient was being treated with chemotherapy for neoplasia of the right breast. (B)(6) 2025: PICC placement --> 4 cycles of epirubicin 162.00 mg + cyclophosphamide 980.00 mg (on (B)(6) 2025), followed by 13 weekly courses of taxol at a dose of 126 mg from (B)(6) 2025: indication for removal after her last chemotherapy treatment. Upon removal at the day hospital, there was slight resistance on the catheter, which eventually broke at 24 cm. Twenty-one centimeters of the catheter remained in the innominate vein trunk up to the axillary vein. The patient was transferred to the operating room for removal of the severed portion by vascular surgery on (B)(6) 2025 (general anesthesia with access to the left axillary vein).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause could not be determined. One 3fr powerpicc sv catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments and biological residue was observed on the catheter. A microscopic observation revealed the break in the catheter tubing had rough and uneven fracture surfaces and edges. Circumferentially aligned superficial microfractures were observed on the surface of the catheter leading up to the break site. The exact cause of the break in the catheter tubing could not be determined; however, possible contributing factors include flexural fatigue, exposure to incompatible chemicals, and excessive tensile (pulling) forces. This complaint will be recorded for future trending and monitoring purposes.